Event description:
It was reported that prior to the start post-anesthesia of a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument's insulation was defective. The procedure was completed, and the device was not used on the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the main tube/shaft of the mcs instrument was damaged as well as the grey section of the tip cover accessory.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mcs tip-cover accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The customer confirmed through follow up that the monopolar curved scissors (mcs) tip cover accessory was not available for return, hence an RMA was not created. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears.

Event description:
Refer to h11 for follow-up information.